Manufacturer narrative:
(B)(4). The device was manufactured september 15, 2015 ¿ september 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with fluorouracil in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.